Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign material was found in the device. A rotawire was selected for use. During unpacking, it was noted that there was presence of a foreign object in the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The device was visually inspected, a foreign matter inside its pouch, which is sealed. The object seems to be a hair. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that foreign material was found in the device. A rotawire was selected for use. During unpacking, it was noted that there was presence of a foreign object in the device. The procedure was completed with another of the same device. No patient complications were reported.